Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that caller stated the patient's system stopped working about 3 years ago. Caller stated a lady met the patient at a local hospital and said there were 4 leads that weren't working so they bypassed them and then the next year the system stopped working altogether. Caller said the healthcare provider (hcp) stopped the patient from going to their office because of a problem and the patient wanted the system removed. Caller mentioned that the doctor would put another one in but wouldn't remove the system. Caller states the patient can see their implantable neurostimulator (ins) and when they sit, the ins pushes up. Caller states the patient is in pain. Caller also stated they had an appt but there was a bad snow storm a few years back and the patient could not make the appt. Caller then said the patient had to find another pain management doctor but that doctor wouldn't touch the system because it was the first hcp who put it in. Caller states the patient needs the system out and no-one is helping. The caller was redirected contact the hcp. Agent reviewed can send an email to the reps to see if they know of any hcp to possibly remove the system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-aug-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has 4 leads that have been broken for a year. Patient cannot feel any stimulation at this time. Patient saw a rep a year ago and they were able to bypass the broken leads and patient was able to feel stimulation in his legs and lower back but now patient cannot feel anything. Patient is working with an hcp and has scheduled patient to get x-rays and MRI because of the leads. Rep reported that this was the first time field was notified of the leads issues. Another rep was trying to schedule an appointment with the patient but no dates were determined yet. No further complications were reported.